Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 19-aug-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) via a manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain. It was reported that the rep saw this patient for a normal follow up appointment on december 3rd. At that time, she stated that she did not feel like she was getting the same pain relief she had in the trial. Rep found that the lead selected was a 5-6-5, when actually the patient has a 2x8 lead implanted. Rep reprogrammed her device and noticed a lack of right sided paresthesia. Rep could not determine from the fluoroscopy image the exact position of the lead. Rep programmed dtm settings and followed up with the patient over the next three days making adjustments to the dtm settings, with the expectation of substantial pain relief. A few days later the patient informed the rep that she is still not getting adequate pain relief. Rep referred her back to her healthcare provider for further imaging and follow up device reprogramming. There were no known external or patient factors. The reason for call was to report that the implant procedure was not done correctly by dr. (B)(6). Since implanted it was causing a lot of pain and pt was not getting any pain relief. They did not know why. At the implant surgery a female rep was assigned to the pt. The rep did not show up for pt's follow up appointment and pt left several messages. Hcp tried reaching out too. Finally they reached the rep who stated they were not aware of the appointment. This was crazy because the nurse set it up. Pt then reached out to the rep (B)(6). (B)(6) then helped the pt. The algorithm that they used when implanted was wrong. (B)(6) met with pt and it did not work. Rep suggested to do x-rays. Pt had 2 leads with a paddle. X-ray showed both paddles were on the same side-left side. Pt had a revision surgery on january 27th with dr. (B)(6). Pt mentioned they first tried moving it with needles and stuff and it was no successful. Surgeon then disconnected the lead, the paddle, to cut the wires, and they added another incision to put a lead on the right side to connect to ins. The battery incision had to be opened up for them to reconnect, it had been really painful and frustrating. Pt said they will file a complaint with the hospital about dr. (B)(6). Yesterday pt had a follow up appointment with the surgeon. The rep (B)(6) was there and changed settings and did all kinds of things.

Event description:
Additional information was received from the manufacturer representative (rep) clarifying that the revision was a lead revision. It was reported that post procedure programming established coverage of their right side and the patient reported adequate pain relief. The issue was resolved at the time of the event.

Manufacturer narrative:
Concomitant medical products: product ID 977c265 serial# (B)(6) implanted: (B)(6) 2021. Product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.